Manufacturer narrative:
The results of the investigation concluded that the distal tip coil had been fractured and separated from the distal end of the jacket; the fractured distal tip coil was not returned. The corewire had been subsequently fractured. The distal portion of the fractured corewire was not returned. The returned length of the distal corewire indicated there was missing material from the distal tip assembly. There was evidence of the tip coil proximal weld joint. Additional analysis revealed that the wire was exposed to excessive torquing and manipulation as there are fractures observed on the proximal weld joint (coil and corewire) and among the distal corewire. Torquing or excessive manipulation of the guidewire in a sharp bend, against resistance, or repeated attempts to cross a total vessel occlusion may damage and/or fracture the pressurewire, and is inconsistent with the instructions for use (IFU). There is no evidence to suggest that the event is manufacturing or design related; the product as manufactured met all requirements as per current specifications. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The results of the investigation concluded that the distal tip coil and corewire damage is consistent with forcible contact during use. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that torquing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip.

Event description:
Following ffr measurement with a wireless pressurewire x, the device was used as a guidewire to deliver multiple stents and balloon catheters during pci. A significant amount of plaque was reported. There was resistance delivering a laser catheter into the vessel, which caused the guide catheter to disengage and pull the laser catheter and pressurewire out of the vessel. The radiopaque tip of the pressurewire fractured and remained in the distal lad. All attempts to retrieve the tip were unsuccessful. It is unknown how many attempts were made to retrieve the tip; however it was reported 13 wires in total were used to rewire the vessel and a snare was too large. The fractured tip was left inside the patient. The patient remained stable and was discharged the next day.